Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, air bubbles were observed in the infusion set tubing. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 300 mg/dl.